Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the pumphead flow being low at a 10 minute run. This condition had the potential to interrupt delivery. This condition was found in the biomed department during a test run. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the reported condition of a colleague infusion pump with a pumphead flow being low at a 10 minute run was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to a defective pump head module (phm). The phm on channel a was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.